Manufacturer narrative:
The report of an unspecified device event was confirmed in the pcu event log. The customer requested a log review for any alerts/alarms and channel errors for the dates (B)(6) 2019 to (B)(6) 2019. The pcu event log does not contain any errors, alarms or malfunctions during this period, however there were 7 instances of channel disconnects that occurred between 5:15 am and 6:03 am on (B)(6) 2019. The pump module logs were not received for investigation and it could not be determined if the channel disconnects were due to a loss of power or loss of communication. A review of the pcu error log found no errors during the time period of the reported event. The devices were not returned for investigation. The proximate cause of the report of an unspecified device event is believed to be associated with a channel disconnect event. Log review only.

Event description:
It was reported that the device "shut itself off" two times over night. No other information or details of the event were provided, however they would like a detailed report of alerts/alarms and channel errors for the dates (B)(6) 2019-(B)(6) 2019, as well as any battery alerts or power management messages and keystrokes performed during that time.